Manufacturer narrative:
The test strips were requested for investigation. The strips are not available for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Event description:
The initial reporter received questionable glucose results for one patient with accu-chek inform ii meters serial number (B)(4) and serial number (B)(4). The reporter stated the patient was having inconsistent results during their entire hospital stay on any meter being used. The result from meter (B)(4) at 17:25 was 39 mg/dl. The result from meter (B)(4) at 17:34 was 27 mg/dl. The result from meter (B)(4) at 17:35 was 54 mg/dl. The result from meter (B)(4) at 17:40 was 80 mg/dl. The result from meter (B)(4) at 18:11 was 39 mg/dl. The result from meter (B)(4) at 18:14 was 83 mg/dl. Linearity testing was performed and the results were acceptable.